Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ed34-i10t-us available in the united states with a 510k number k163614. (B)(4). This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the emea region stating "deflector operating knob is broken / unglued (white glue)" involving pentax medical video duodenoscope model ed34-i10t, serial number (B)(4). The event was reported to occur in the workshop, during inspection. There was no report of death, serious injury or other significant/important medical event. The knob must be replaced as part of the service request.